Event description:
The facility representative reported a colleague infusion pump that the flow rate is too high. The pump was set at 200ml/hr and delivered 215ml/hr. The volume was set at 10ml.hr and delivered 11.3ml/hr. The caller stated that the test was run three times. The reported condition occurred during bio-med testing. There was no patient injury or medical intervention reported. There is no additional information available.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available.